Event description:
It was reported that with the high flow insufflation unit pressure only went up to 12 and then only went to 5 during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, d9, e4, h3, h6. The device was not returned to olympus for evaluation and the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, cause of occurrence could not be presumed and a root cause could not be determined. Olympus will continue to monitor the field performance of this device.